Manufacturer narrative:
Event date is estimated. Explant date is estimated.

Event description:
It was reported that the patient underwent a unknown explant for a unknown reason. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.